Event description:
It was reported by service report that the side rail forward side was completely broken off. There were exposed sharp edges that could cause lacerations/cuts. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.